Event description:
Reportedly, during the implant of an talentia vr 3240 with sn (B)(6), with an invicta 1cr58 with sn (B)(6), once the device is connected when the impedance test is performed, no value for the bipolar stimulation impedance is obtained. The high voltage impedance, detection and threshold tests were correctly performed. The impedance test was performed many times but no value obtained. We decided to end the session and interrogate again the device. In the second interrogation we observed the impedance value has expected, and when performing the test it was successfully performed. We don't really know why the value was not obtained.

Manufacturer narrative:
The reported event is confirmed. The lead impedance is not displayed, at the implantation, due to a software smarttouch modules bug.this bug prevents the programmer from retrieving the right ventricular impedance measurement from an ICD vr whose implantation has not been confirmed.this case is retained and utilized for trend purposes.